Event description:
The clinician reported that two months after the dental implant was placed, in ada site #29 of the patient's mouth, lack of osseointegration was verified. Bone loss was reported. The device was forwarded to the manufacturer for investigation. The patient experienced pain and swelling at time of event, no further complications were observed.

Manufacturer narrative:
The manufacturer updated the catalog number in the complaint file. The following fields were updated in this follow-up report: (date of report), (brand name), (email addresses); (change of catalog number, lot number, expiration date, UDI), (date of becoming aware), (follow up report), (device's age).

Event description:
The clinician reported that two months after the dental implant was placed in ada site 29 of the patient's mouth, lack of osseointegration was verified. Bone loss was reported. The device was forwarded to the manufacturer for investigation. The patient experienced pain and swelling at time of event. No further complications were observed.